Manufacturer narrative:
(B)(4). On (B)(6) 2014, the patient (pt) was discharged from the hospital and was recovered from the peritonitis event. Should additional relevant information become available, a follow-up will be submitted.

Event description:
This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The peritonitis manifested as abdominal pain, cloudy effluent, and diarrhea. Prior to acquiring peritonitis, it was reported that the patient had a history of vision problems and exchanged the solution on her own. The patient was treated with unspecified antibiotics for the event. At the time of the report, the patient remained hospitalized and was recovering from the peritonitis. The caregiver was retrained to help support the patient during therapy. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The patient was born on an unspecified date in 1948. As the sample was not returned, a device analysis could not be completed. Should additional relevant information become available, a follow-up report will be submitted.